Manufacturer narrative:
Product not returned.

Event description:
It was reported that the patient presented via merlin.net with an episode of auto mode switching (ams) due to competitive atrial pacing. Programming changes were discussed. Further information notes that these episodes were seen on a merlin transmission so no changes were made at the time. The patient has not reported any complaints to the office. The episodes were short so the merlin clinic will continue to watch the device and bring the patient in to the office at a later date if they feel it is necessary. .